Event description:
The customer reported false reactive alinity I anti-hbs results generated on the alinity I processing module for two patient samples. The customer noted that both samples were positive for other testing: hbsag; hbeag, and anti-hcv. The following data was provided: sample 1: anti-hbs result = 95.87 miu/ml. Sample 2: anti-hbs result = 88.7 miu/ml. Autobio method result = negative. Colloidal gold method = negative. The customer performed a comparison between hospitals and the results from the abbott platform were consistent. Per the alinity I anti-hbs package insert, specimens with result values of = 10.00 miu/ml were considered reactive and specimens with result values of < 10.00 miu/ml were considered nonreactive. There was no impact to patient management reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the lot performs as expected for this issue and product. A review of tracking and trending for the architect anti-hbs reagent did not identify any trends regarding commonalties for the lot number and complaint issue. Device history review did not identify any nonconformances or deviations associated with the complaint lot number and complaint issue. A review of field data shows the median patient result for the master lot falls within +/-3sd of the established baseline, indicating the reagent lot is performing acceptably on market. Labeling review concludes that the issue is adequately addressed and the overall specificity was estimated to be 99.67%. Both patient samples were also positive for other hbv markers i.e. Hbsag, hbeag and hbcab. Review of the publication, p. Colson. Et al., ¿clinical and virological significance of the co-existence of hbsag and anti-hbs antibodies in hepatitis b chronic carriers¿, virology 367 (2007) 30¿40, there is evidence from another study indicating that anti-hbs co-existence in hbsag-positive patients is possible. Based on the investigation, no systemic issue or deficiency with the architect anti-hbs assay, lot 68373fz01 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p89-77 that has a similar product distributed in the us, list number 7p88, with 510k/PMA/bla number p050051.

Event description:
The customer reported false reactive alinity I anti-hbs results generated on the alinity I processing module for two patient samples. The customer noted that both samples were positive for other testing: hbsag; hbeag, and anti-hcv. The following data was provided: sample 1: anti-hbs result = 95.87 miu/ml sample 2: anti-hbs result = 88.7 miu/ml autobio method result = negative colloidal gold method = negative. The customer performed a comparison between hospitals and the results from the abbott platform were consistent. Per the alinity I anti-hbs package insert, specimens with result values of = 10.00 miu/ml were considered reactive and specimens with result values of < 10.00 miu/ml were considered nonreactive. There was no impact to patient management reported.